Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 3.0x48mm xience drug eluting stent (des) was noted to be fractured near the connection to the indeflator [proximal shaft] after the device was removed from its package. There was no adverse patient effect nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. In this case, it is possible that inadvertent mishandling during unpackaging or preparation for use of device contributed to the reported shaft break (fractured). There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from yes to no.